Manufacturer narrative:
The report that a patient noticed a burning smell coming from the devices during unspecified infusions could not be confirmed or reproduced during this investigation. Inspection found no evidence of thermal damage on electronic components or the iuis of the pump modules and pcu, nor did the prongs of the power cord appear to be bent. The left and right iui connectors of the pcu and pump modules were removed and the resistance between pins measured using fluke digital multimeter ((B)(4)), with the expectation of measuring an open condition. The pcu and pump module¿s left and right iui connectors measured at an open condition on all pins, indicating that no shorts circuits were present. Review of the pump module and pcu error logs did not find any errors or malfunctions relevant to the patient¿s complaint occurring on the date of the reported event. Functional testing performed while repeating the customer¿s last programmed infusions, as observed in the pcu event log, failed to reproduce a burning smell as reported by the patient. Review of the pcu event log shows that at 5:33:15 am, pump module sn (B)(4) (channel a) was selected and programmed to infuse vancomycin (drug ID (B)(4)) from guardrails drugs. The user selected a concentration of 2 g/ 520 ml. A duration of 4 hours was manually entered, which automatically calculated a rate of 130 ml/hr with a vtbi of 520 ml, to infuse. At 5:35:14 am. The programmed infusion began with the calculated duration of 4 hours. At 6:12:46 am, ivf-no additives (drug ID 1) was selected from the guardrails IV fluids to infuse from the source pump module sn (B)(4) (channel b) at a rate of 75 ml\hr with a vtbi of 990 ml. At 6:12:56 am, the programmed infusion began with the calculated duration of 13 hours. At 7:13:20 am, pump module (channel a) alarmed for air in line. The user silenced the alarm. The door was closed and the infusion restarted. At 9:20:47 am, pump module (channel a) again alarmed for air in line. At 9:22:59 am, channel a was channeled off. At 9:23:08 am, source pump module (channel b) was paused and restarted. At 11:03:32 am, channel b was channeled off. At 11:03:37 am, the pcu was channeled off the total volume infused from pump module sn (B)(4) (channel a) was 482.72 ml and from source pump module sn (B)(4) (channel b) was 362.112 ml. The root cause was not identified in this investigation.

Event description:
It was reported that during an unspecified infusions the patient noticed a "burning smell coming from the devices." The customer stated that there was no patient impact. The user switched out the devices. There was no further event details provided by the customer. It was later reporter by biomed that the infusions were attached to "pcu (2) lvp's however uncertain what device reported the failure as not documented on the biomed work order. The customer stated the work order documented the following: ¿that we have an IV pump that the prongs are bent on. Pump was smelling hot/like something burning. There was no reported patient injury and it is unknown if the pump was being used on the patient. Also, there is no information on the substance that was being delivered¿.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Requested patient demographics however customer stated :"no information pertaining to patient involvement has been released." Requested model or lot not provided by customer.

Event description:
It was reported that during an unspecified infusions the patient noticed a "burning smell coming from the devices." The customer stated that there was no patient impact. The user switched out the devices. There was no further event details provided by the customer. It was later reporter by biomed that the infusions were attached to "pcu (2) lvp's however uncertain what device reported the failure as not documented on the biomed work order. The customer stated the work order documented the following: ¿that we have an IV pump that the prongs are bent on. Pump was smelling hot/like something burning. There was no reported patient injury and it is unknown if the pump was being used on the patient. Also, there is no information on the substance that was being delivered.¿